Event description:
Knee pain; knee swelling; knee effusion. Info was received in march 2003 from a pharmacist regarding an unidentified pt, who received one synvisc injection (indication unknown) around feb 2003. After the injection, the pt had a severe reaction (unspecified) and had to be hospitalized (date unknown). The pharmacist stated that the pt is not going to receive the other two synvisc injections. Add'l info was received in may 2003 from the pt's orthopedist who reported that the pt has a 5 to 10 year history of severe osteoarthritis (oa) in the left knee, with x-ray findings of grade 4 oa showing joint narrowing and osteophytes. The pt has been treated for the oa with nsaids and steroids, but has not received any prior viscosupplementation and has no effusion history. The pt was administered the first synvisc injection to the left knee in 2003 and following the injection experienced knee pain, swelling, and effusion. The physician did not aspirate any fluid prior to the injection, and noted the knee pain was previously observed prior to the synvisc injection, however the knee swelling and effusion were not. After the first injection, the physician noted the knee was inflamed, with 3+ intra-articular fluid. In 2003, the knee was aspirated (amount unknown) and nsaids were prescribed. In mar 2003, 60ml of synovial fluid was aspirated from the pt's left knee and the pt was treated with nsaids. Analysis of the synovial fluid revealed yellowish, turbid fluid, 3+ leukocytes, no visible bacteria, a red blood cell (rbc) count of 820/mm3 and a white blood cell (wbc) count of 11,500/mm3 with 15% lymphocytes and 85% polymorphonuclear cells (pmns). Aerobic and anaerobic cultures of the synovial fluid, as well as a co2 culture, were negative after 7 days. The physician also tested the pt for serum chemistry levels which revealed: uric acid levels 330 mmol/l (normal range 84-428mmol/l), total bilirubin 12 mmol/l (normal range 26mmol/l), glucose 7.5 mmol/l (normal range 3.9-6.1 mmol/l), and total protein 46 g/l (normal range 25 g/l = "abnormal" and 45 g/l = "severe inflammation"). The physician reported the symptoms as being related to the synvisc injection. The physician noted that the treatment was stopped after the first injection. At the time of this report, the pt's outcome is unknown. Add'l info was received in jul 2003 from the pt's orthopedist confirmed and clarified that the first synvisc injection was administered in 2003 and the onset of the pt's knee pain and swelling occurred 24 hours later, in mar 2003. The physician also confirmed that the pt was hospitalized (duration and diagnosis unknown) reportedly based on advice from the general practitioner (no details provided). At the time of this report, the physician indicated he did not have access to any further details about the pt's hospitalization.